Manufacturer narrative:
Integra has completed their internal investigation on 10jan2017. The product was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided as a refresher tool.

Event description:
This is the second of two reports (same product ID, same facility, different patients). Linked to mfg report: 3004608878-2016-00351. The customer reported that two of the a1059 mayfield modified skull clamps had experienced a sliding while the patients head was resting in the skull clamp. There was no patient injury and it was unknown if a medical intervention or revision was required, unknown if there was any delay in surgery due to the product problem. Additional information has been requested.